Manufacturer narrative:
Date of birth: unknown. Date of event: exact date not provided however, on the returned completed form the date of event field is populated with (B)(6) 2016. The reported issue indicates the misalignment was observed at the one (1) month exam which based on the implant date would be around/or about (B)(6) 2016. Explant date: if explanted; give date: not applicable as the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the initial axis of an implanted zct300 intraocular lens (iol) was 111 degrees. At 1-month the axis was measured at 121 degrees. Therefore, there was a misalignment of 10 degrees. The patient had no complaints/complications/injuries. The outcome does not significantly interfere with activities of daily life. The iol remains implanted. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The lens remains implanted; therefore, the reported event could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.